Event description:
When administering contrast at 200-300psi at 1.3ml/second the extension line ruptured. There was no harm to the patient. A new extension tubing had to be used. The IV remained intact.